Event description:
In (B)(6) 2003 the patient underwent placement of a greenfield vena cava filter. In (B)(6) 2019 a computed tomography (CT) scan of the abdomen revealed the proximal tip of the filter was 6cm from left renal vein. There was normal alignment along axis. It was further reported that the struts appeared normally oriented with no perforation of the vena cava or surrounding hollow or solid organs and no retroperitoneal mass or fluid collection.

Event description:
In (B)(6) 2003 the patient underwent placement of a greenfield vena cava filter. In (B)(6) 2019 a computed tomography (CT) scan of the abdomen revealed the proximal tip of the filter was 6cm from left renal vein. There was normal alignment along axis.